Manufacturer narrative:
(B)(4). Batch #: r5793c. Investigation summary: the analysis results showed that one gst60b reload was returned unfired with 8 double drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, when severing pulmonary artery vessels tissue on the 1st firing, after fired, noted staples malformed with irregular shape( with straight leg). Changed a gst60b, could not fire when severing pulmonary fissure tissue on the 3rd firing. Checked the sled¿s position, it is lockout issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.